Event description:
Facility reports an overinfusion of tpn on patient. This was the patient's first infusion of tpn in the home. Pump was set for 5 steps in the 25 period programming: period 1: 85ml/hr x 1 hr., period 2: 170ml/hr x 1hr., period 3: 360ml/hr x 5 hr., period 4: 170 ml/hr x 1 hr., period 5: 85ml/hr x 1hr. Dextrose concentration 12.5% with 200ml overfill put in each tpn bag. Tpn bags each weighed in the pharmacy IV room as part of final check procedure prior to patient use. The clinician found the bag ran dry early, despite the 200ml overfill. The facility has not been able to provide information as to how early the infusion ended. A total of 2310ml was infused. The patient did not experience any side effects and required no medical intervention.